Event description:
No harm to patient. Setting up new a-line [arterial line] for pt- noted leaking form hub site of closed connection part- delay of care 2:2 re-doing whole other line while resident waiting to connect.